Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had to be repositioned several times, resulting in blood ingress in the lead. The lead was implanted, and remains in use. No patient complications have been reported as a result of this event.